Event description:
It was reported that prolonged low flow had been observed possible due to recurrent pump thrombosis, but flow appeared to have improved over the past few days. An intracerebral hemorrhage also occurred, and it was noted that the patient was do-not-attempt-resuscitation (dnar). Log file analysis was requested as a precaution. The patient had previously undergone a pump replacement due to pump thrombosis on (B)(6) 2024. The event log file captured low flow alarm events on (B)(6) 2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Thrombus was confirmed. It was effectively removed through the pump exchange. The patient had fatigue related to low flow alarms. The reason for the low flow alarm was obstruction of the inflow cannula. Treatment/plan of care was observation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The reported low flow events/alarms were confirmed via analysis of the submitted log files. Review of the submitted log files confirmed low flow alarms from (B)(6) 2025 - (B)(6) 2025. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The heartmate 3 left ventricular assist device (B)(6) was not returned for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas IFU, rev. A, and the heartmate 3 patient handbook, rev. C, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. This section provides an explanation of pump parameters, including flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow alarms, call your hospital contact immediately for diagnosis and instructions. Section 5, "surgical procedures", outlines considerations for pump placement, and provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. This section further states that pump function will be compromised in the presence of an inlet obstruction. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.